Event description:
Surgeon rec'd a call from pt claiming that he had a small burn on top of his nose from the equipment used during surgery. During the head and neck procedure, the omniguide co2 laser was used. No further care or treatment required by the pt.